Event description:
It was reported that during the implantation of an left ventricular (lv) lead, it was found the lv lead exhibited loss of capture and high capture thresholds. The attempted lv lead was removed and a new lv lead was successfully implanted. No adverse patient effects were reported.